Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Report source other: pas post-market surveillance survey response. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd vacutainer® had a false positive. The following information was provided by the initial reporter: "customer reported false + with red top vacutainer evidenced by creatinine value of 15. This occurred "40 years ago" and was reported to bd. Blood was redrawn and value was said to be wnl."

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. No DHR review can be carried out as lot number is unknown. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Event description:
It was reported that an unspecified bd vacutainer® had a false positive. The following information was provided by the initial reporter: "customer reported false + with red top vacutainer evidenced by creatinine value of 15. This occurred "40 years ago" and was reported to bd. Blood was redrawn and value was said to be wnl."